Event description:
It was reported that during a fistuloplasty procedure, deflation difficulties were encountered. The calcified lesion was located in the left fistulaplasty at the "top of the arm". The sterling otw balloon was inflated one time with an inflation handle successfully. The atms are unk. When the physician went to deflate the balloon by pulling back on the handle, nothing happened. The physician then tried negative pressure using a large syringe and clamp in an attempt to deflate the balloon, however, that was not successful. As the fistula was close to the skin surface, the physician used a fine needle to burst the balloon and was able to remove it from the pt. The physician used a contrast mixture of 50:50 saline and visipaque. The pt experienced no complications due to this event, and is in 'stable' condition. The procedure was completed with this device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If ther is any further relevant info from that review, a supplemental medwatch will be filed.